Event description:
The account alleges that the head hi/low will not function, resulting in an inability to achieve trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the head hi/low motor, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.